Manufacturer narrative:
Device evaluation: a visual inspection of the returned solution noted the appearance was good and met specification. Chemistry testing was performed on the returned solution with pass results. Product met specification. Retain sample: a visual inspection of the retain sample, same lot, found it met specifications for appearance, components integrity, and product leakage. Chemistry testing found that the retain sample met specifications. Microbiology testing on the retain sample was performed and passed, no growth reported. Manufacturing record review: a review of the product manufacturing records was performed. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no same or similar non-conforming material record, or related process/material change. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release per procedures. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the investigation results, no product deficiency was identified. The customer's reported event could not be confirmed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown, patient did not provide. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Female patient experienced irritation in her eyes with use of consept onestep. Patient felt lenses are hazy when wearing them. She also felt vision was blurry in evening. Sometimes she felt irritation in eyes when she removed the lens. She has used consept onestep for one year and in recent 2 months she felt such symptoms. She did not feel such symptoms when wearing one-day contact lens or when caring for her 2-week lens with multi-purpose solution. She saw a doctor and doctor said cause was unknown. Doctor prescribed eyedrop for dry eye. Patient did not remember drug name. At the time of calling, symptom was relieved. She cares for her lenses with multi-purpose solution now. She did not clean onestep lens case every time after use. Patient was advised to follow the recommended use instructions for consept onestep. The patient returned two bottles of onestep with two different lots numbers. The patient did not identify if one of both of the lot numbers were causing her symptoms. An MDR will be filed for both lot numbers. This MDR represents lot number za05127. The neutralizing tablets used with the solution will be reported in a separate MDR.